Event description:
It has been reported that the device's pad is damaged.

Event description:
It has been reported that the pads pouch is damaged.

Manufacturer narrative:
Description of problem updated.